Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, balloon inflation failure and shaft damage occurred. The lesion was located in the mid left anterior descending (lad) artery. The maverick 12mmx3.0mm balloon was used for predilation. The balloon catheter was advanced to the lesion, but inflation failed. The balloon catheter was removed from the pt and the shaft was "frayed". The predilation was completed with another unspecified balloon. No pt injuries or complications were reported. The pt status is reported as "fine". Multiple attempts to obtain further info were unsuccessful.